Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level; bg value not provided. Reportedly, occlusion alarms may have occurred during the event; however, this could not be confirmed. The customer attempted to initially resolve their blood glucose issue by bolusing via the pump. At the hospital, the customer was treated with intravenous fluids of saline to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage.